Event description:
It was reported via journal article: this complaint is from a literature source. The following literature cite has been reviewed: fortin s, hao j, peng m, casali g, cafri g, coplan p, zhang s. Comparison of clinical and economic outcomes among patients undergoing lung resection using echelon¿ 3000 staplers versus echelon¿ + staplers: a multi-institutional observational study. J thorac dis. 2025 sep 30;17(9):6779-6789. Doi: 10.21037/jtd-2025-153. Epub 2025 sep 25. Pmid: 41158391; pmcid: pmc12557623. The aim of this retrospective, multi-institutional, comparative cohort study was to compare clinical and economic outcomes of the echelon¿ 3000 stapler (ech3000) against its previous generation echelon¿+ stapler (ech+) among patients undergoing lung resection. A total of 910 patients undergoing lung resection using ech3000 (n=277) or ech+ (n=633) between april 1, 2022, and september 30, 2023, in the premier healthcare database (phd) were included in the study. Reported complications include: echelon¿ 3000 stapler (ech3000; ethicon endo-surgery): 30-day prolonged air leak (n=13.7%) treatment: not reported, 30-day bleeding-related complications (n=9.4%) treatment: not reported. Echelon¿+ stapler (ech+; ethicon endo-surgery): 30-day prolonged air leak (n=13.0%) treatment: not reported, 30-day bleeding-related complications (n=16.4%) treatment: not reported. In conclusion, among patients undergoing lung resection, ech3000 had a comparable cumulative incidence of 30-day pal and a lower cumulative incidence of bleeding-related complications compared to ech+.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).